Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (stains under the light guide cover glass) was not established. The most probable cause of the complaint (scratches observed on distal frame) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had scratches on distal frame and stains under the light guide cover glass. There was no patient involvement.